Manufacturer narrative:
The investigation was completed on 14-may-2024. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000344 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a broken hub issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a broken hub. The sheath was replaced and the procedure continued. There was no patient consequence. Additional information was received. The hub section was where the leakage issue occurred. The hemostatic valve dislodged inside the hub. The brim cap/hub did not completely become detached from the sheath. Issue occurred before being inserted. Air did not enter the patient¿s body. There was no blood loss.